Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: laceration and discomfort. Manufacturerâ¿¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 525cc mentor memorygel breast implants and experienced a laceration and discomfort on the right side postoperatively. As a result, the patient underwent device revision in 2014. The physician used the same implant and placed it above the muscle. The patient underwent device removal and replacement with unspecified saline textured breast implants in 2015.

Manufacturer narrative:
Additional information: on july 15, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).